Event description:
It was reported that the pressure indicator did not move. The patient presented for aortic valvuloplasty. An encore 26 inflation device was selected for use with a 14x40mm xxl balloon. During the procedure, it was noted that the pressure indicator failed to move so that although angiographic imaging revealed an inflated balloon, it was not known the pressure to which the balloon was currently inflated. After the procedure, the balloon and inflation device were tested outside the patient body. It was noted that the balloon would inflate but the indicator would not move. The procedure was completed with this device. No patient complications were reported and patient status was stable. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed and observed that the gauge needle was at 0 atm when received. The device does not have visual defects. A functional test of the complaint device was carried out using a bsc stopcock. The purpose of this procedure is to ensure that the unit meets the required specification. The device locking mechanism test was performed. This is where the plunger handle is rotated to achieve 26atm's and this test is repeated 20 times consecutively. No issues were noted during the device locking mechanism test. Gauge accuracy test was performed and were within specifications. Side load involved applying a load of 3.5 +/- 0.1 kg to the proximal end of the handle. The unit has passed if the unit maintains a vacuum in this position. The unit passes the test. Pressure damping test to ensure the unit falls from 13atm to 0atm within 1 second. The unit passed the test. The unit was primed with 5 ml of water before withdrawing the plunger to create a vacuum. There was no bubble leakage. The unit passed all functional tests without issues.

Manufacturer narrative:
Age at time of event: 18 years or older.

Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that the pressure indicator did not move. The patient presented for aortic valvuloplasty. An encore 26 inflation device was selected for use with a 14x40mm xxl balloon. During the procedure, it was noted that the pressure indicator failed to move so that although angiographic imaging revealed an inflated balloon, it was not known the pressure to which the balloon was currently inflated. After the procedure, the balloon and inflation device were tested outside the patient body. It was noted that the balloon would inflate but the indicator would not move. The procedure was completed with this device. No patient complications were reported and patient status was stable.